Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically compressed. Visual summary analysis of the lead indicated damage at implant. The lead was received with the helix fully retracted, compressed, and lodged/stuck in the sleevehead. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Event description:
It was reported that during an implant attempt the right atrial lead placement was attempted. The lead helix was extended and retracted 3 times and the final attempt the helix remained closed. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.